Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Medtronic received information that failed batt test, damage (physical or cosmetic) occurred. There was no adverse impact or consequence reported as a result of this event.

Manufacturer narrative:
Retainer ring = clear. Customer returned pump for an alleged cosmetic damage located at the battery compartment and failed battery test or battery failed alert found on (B)(6), 2021. Device received with a cracked battery tube threads and a cracked case-corner of belt clip rails near the battery tube compartment. Device was also received with a blank display. Unable to perform the self test, active current measurement, sleep current measurement and displacement test due to blank display. During visual inspection, the cracked case-corner of belt clip rails near the battery compartment shifted the battery tube out of position not allowing proper contact between the battery cap contact and battery tube. Device was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. Unable to generate power management graph due to blank display. Unable to download history files and traces using thus due to blank display. The battery tube assembly was pushed back into the right position and the pump was able to power up and continued testing and download. Device passed the sleep current measurement, active current measurement and self test. Device was monitored for several days and no blank display and failed battery test or battery failed alert noted. Successfully downloaded history files and traces using thus. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within specification range. No alarms or alerts noted during the testing. No failed battery test or battery failed alert was recorded and found in the formatted history file for the even date. The test p-cap and reservoir locked properly into reservoir compartment. However, a cracked retainer and a cracked reservoir tube lip was noted during testing. The following were also noted during visual inspection: a missing display window/cover, a stained keypad overlay, a pillowing keypad overlay, a cracked retainer, a scratched case and a serial number label fading. Cosmetic damage was confirmed located at the battery compartment. A cracked retainer and a cracked reservoir tube lip was confirmed. Unable to download history files and traces using thus due to blank display. Blank display was confirmed due to shifted battery tube assembly. However, the battery tube assembly was pushed back into the right position and the pump was able to power up and continued testing and download. Failed battery test or battery failed alert was not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.